Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed because they could not duplicate the issue. Upon booting the system up this morning the re-seated all wire cables and performed a system checkout. There was no failures found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was stuck in e-stop and would not clear. The red button on the back of the image acquisition system (ias) was not engaged or stuck and the dongle looked good. They tried to reseat it with no resolution. No patient was present at the time of the event. Update from the manufacturer representative stating that the system would not fully bootup so no motion was enabled. The site did not try to push the system because it was in a storage area.